Manufacturer narrative:
(B)(4). Implanted in 2016. Concomitant medical products: unknown part ¿ unknown ceramic head ¿ 308981, unknown liner ¿ unknown part and lot, unknown cup - unknown part and lot, 00992308345 ¿ zmr body - 62983424. Report source: (B)(6). Reported event was confirmed by review of radiographs provided showing osteolysis and radiolucency of stem and cup components. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02169. 0001822565 -2019 -04569

Event description:
It was reported that a patient had a hip arthroplasty and was revised due to loosening approximately 3 years post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.